Manufacturer narrative:
The customer stated qc has been in range. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect na for gen.2 results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 84 mmol/l and the repeated result was 139 mmol/l. The sample test was repeated due to the initial result being critically low. The results were not reported outside of the laboratory. The customer provided 2 na electrode lot numbers p0179 and p0148. The expiration dates were requested but not provided.

Manufacturer narrative:
The customer's qc results and system alarm trace were requested but not provided. The customer's calibration trace showed no alarms. The field service representative replaced a damaged vacuum nozzle, and the customer performed calibration and ran controls. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.